Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The reported event of failure to connect was not confirmed. The ventricular setscrew was found to be fully stripped from the lead bore. This did not allow the set screw to be tightened and secured properly in the field. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During a routine device replacement procedure due to normal elective replacement indicator (eri), the lead was unable to be inserted into the header of the new device. Additionally, the set screw of the new device was unable to be loosened. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.